Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-93156.

Event description:
Assistance was provided to program new device. Customer's old device had issues and was replaced. Customer's blood glucose was 444 mg/dl, treated with manual injections. No further information reported.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.